Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not meshing skin appropriately and it was difficult to retract knobs. It would not feed skin graft board through mesher and the knobs at front was difficult to pull open. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation the device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated this skin graft mesher once. The last repair was (B)(6) 2013 where it was reported that the device was not meshing skin and the roller, bushing, side plates. Comb, ratchet, gears, and damaged hardware were replaced. As noted on november 8, 2017 per (B)(4), qa/ra compliance manager, (B)(4) repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the (B)(4) repair database and should be documented within the complaint investigation. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the device passed all pre-testing checks and sample meshes. The bottom roller was worn on the inside edge of the gear end. The left and right side plates were also worn. The shoulder bolts, washers and nuts were all damaged. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) which included replacement of the left and right side plates, bottom roller, synthetic bearing, washers, shoulder bolt, cap nuts, bottom roller gear, carrier guide, comb, detents and screws. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the device produced a passing sample mesh. There was no mention of the knobs during initial inspection. The root cause of the device not meshing and difficult knobs cannot be specifically determined with the provided information since there device produced a passing sample mesh and there was no mention of the knobs during initial inspection. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.